Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that the index procedure was coil embolization procedure assisted with an enterprise vrd of the left intracranial vertebral artery, and during deployment the enterprise vrd (enc452812/01425605-correct size for aneurysm) across the target aneurysm, but it turned out that the proximal section of the aneurysm remained uncovered/desire position was not achieved. Therefore, it was necessary to place an additional vrd (enc452812/01425296) to fully cover the aneurysm neck. Afterwards, upon placing the first embolic coil (competitor's product), the physician found that the target aneurysm was too small to place any embolic coil (including the non-codman coil), therefore, the coil embolization procedure was abandoned. The first vrd was placed by first placing the microcatheter distal to the aneurysm neck, followed by the vrd system advance so that the markers were positioned correctly. After assuring correct position, the vrd was deployed by removing the microcatheter to expose the stent. After the event, the same microcatheter was used to complete the procedure, and there were no complaints against the microcatheter or the second enterprise system. A jailed technique was not used during the case. The event outcome as of the date of the procedure was recovered without sequelae. The relationship of the event to the procedure was highly probable and to the device was unrelated.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~ ongoing, clopidogrel sulfate 75mg/day: start date unknown ~ (B)(6) 2011 , (B)(6) 2011 ~ ongoing, cilostazol 200mg/day:start date unknown ~ (B)(6) 2011, (B)(6) 2011 ~ ongoing, heparin 4000u was administered intra-procedurally. Prior to implanting the vrd, roadmaster/goodman, 606-s255x(lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, microplex 18/terumo. No further information is available and procedural images are not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from the (B)(4) study indicated that during a stent assisted coil embolization of a left intracranial vertebral artery when deploying the enterprise vrd ((B)(4) - correct size for aneurysm) across the target aneurysm, it turned out that the proximal section of the aneurysm remained uncovered; the desired position was not achieved. Therefore, it was necessary to place an additional vrd ((B)(4)) to fully cover the aneurysm neck. Afterwards, upon placing the first embolic coil (noncodman product), it was found that the target aneurysm was too small to place any embolic coil, including the non-codman microplex 18 coil (terumo); therefore, the coil embolization procedure was abandoned without coiling. The first vrd was placed by first placing the microcatheter distal to the aneurysm neck, followed by the vrd system advancement so that the markers were positioned correctly. After assuring correct position, the vrd was deployed by removing the microcatheter to expose the stent. After the event, the same microcatheter was used to complete the procedure, and there were no complaints against the microcatheter or the second enterprise system. A jailed technique was not used during the procedure. The event outcome as of the date of the procedure was recovered without sequelae. It was reported that the relationship of the event to the procedure was highly probable and to the device was unrelated. The patient's medical history included cerebral infarction (details unknown), hemorrhagic stroke (details unknown), moyamoya disease, symptomatic epilepsy and previous superficial temporal artery to middle cerebral artery bypass surgery. The ruptured fusiform aneurysm neck was 4.8 mm, and the neck to sac ratio was 4.8 mm:2.7 mm. The parent vessel size diameter proximal was 3.0 mm and distally was 2.6 mm. Heparin 4000u was administered intra-procedurally. The act was 137 seconds pre anticoagulation and 278 seconds post anticoagulation. Additionally it was indicated that the target aneurysm ruptured during general anesthesia and that there were no devices in the vasculature when this occurred. The mrs before the procedure was 3, post procedure and one month post procedure the mrs was 5 reported as due to the aneurysm rupture which occurred prior to introduction of any devices. Antiplatelet therapy included ongoing aspirin 100 mg beginning three weeks post procedure, clopidogrel 75 mg/day and cilostazol 200 mg/day beginning unknown date pre-procedure until one day pre-procedure and then ongoing from the procedure date. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted, based on the available information the root cause of the reported inaccurate placement of the enterprise vrd cannot be definitively determined; however, it is possible that vessel characteristics in this patient with significant medical history of cerebral vascular disease may have contributed. The device history records indicated that this product was final inspection tested at lake region medical and was determined to be acceptable with no identified manufacturing issues related to the event. Additionally, the instruction for use warns not to detach the stent if it is not positioned properly in the vessel. Procedural factors, patient factors, and vessel characteristics may have contributed to the event. Therefore, no corrective action will be taking at this time.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.